Event description:
Pt had no evidence of hernia and in fact, a small undiagnosed pelvic/abdominal muscle tear from a heavy object which fell and was in excellent physical and mental health and had zero problems with digestion, constipation, walking, cognitive skills were excellent. Pt requested non-permanent sutures to repair tear. Surgeon and resident went "on and on" about implanting mesh with staples and how the materials were "invented for nasa -- it was permanent and never had any problems ever reported anywhere." The pt still stated do not use mesh -of any kind- and use traditional removable/absorbable/non-permanent suture: pt had a known multiple chemical sensitivity, is unable to tolerate foreign objects. Ultrasound heat treatment produced "burning" from pelvis radiating upward to neck and downward to ankle; treatment stopped inguinal hernia repair produced undiagnosed femoral hernia. Caused severe sharp pains from date of implantation, muscles spasm, blockages -everything was normal prior to mesh implantation-. Regular walking resulted in tear to pts muscle/tendon juncture, pts right femur felt pulled up into pelvis until it was 2 inches shorter, mesh also caused spinal column injury and "funny gait." Trans ischemic attacks resulting from vascular insufficiency in abdominal/pelvis area remained undiagnosed -in spite of 7 ER visits -5 hospitals in two states- where pt stated "there is something wrong with my pelvis tissue/surgical mesh-. Pt went gangrene.